Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits moderate char and melted metal at the output window; the glass cap exhibits moderate devitrification at the output window; the metal cap is loose from the glass cap; the glass cap can rotate freely within the metal cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure there was no coagulation and no vaporization @ 229,351 joules. Gland volume 50 ml. Time expended 26:43 minutes. Console is saying ¿to cool¿. The procedure was completed with turp. There were ¿no damages to the patient¿ reported.